Event description:
It was reported that the patient undergoes radiotherapy due to lung cancer. According to the implantable cardioverter defibrillator (ICD) memory, during radiotherapy session the ICD reset and programmed to emergency settings. The patient could not hear the ICD alert due to hearing failure. The patient experienced a ventricular tachycardia (vt) with ventricular cycle fluctuating around programmed ventricular fibrillation (vf) zone. The ICD could not detect the arrhythmia immediately, and detection was prolonged up to two minutes. The patient experienced light headedness, and sweating but had no syncope. In addition, the patient had elevated percentage of ventricular pacing which is not appropriate for the patient's heart condition. Subsequently, the ICD detected the vf episode, delivered programmed therapy and the vt was terminated. The ICD was reprogrammed and remains in use. All ICD parameters were evaluated and deemed okay. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).